Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate the safety feature resulting in a needle stick injury - post use. The following information was provided by the initial reporter. The user collected blood and didn't activate sharps safety correctly. The user then received a needle stick from used butterfly. Testing for both patient and mo as per standard nsw health policy. Needle stick occurred when trying to activate safety. Flaw in technique rather than device. Additional information received: as in the short description. Basic user error on the part of the mo, hence the reason a pir was not submitted sooner. Incident occurred some time last year. Vague details silver linings- learning opportunity for both this cnc and the mo in question.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate the safety feature resulting in a needle stick injury - post use. The following information was provided by the initial reporter. The user collected blood and didn't activate sharps safety correctly. The user then received a needle stick from used butterfly. Testing for both patient and mo as per standard nsw health policy. Needle stick occurred when trying to activate safety. Flaw in technique rather than device. Additional information received: as in the short description. Basic user error on the part of the mo, hence the reason a pir was not submitted sooner. Incident occurred some time last year. Vague details silver linings- learning opportunity for both this cnc and the mo in question.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Since there were no samples returned, no pictures, and the batch was unknown, our manufacturing and process inspection records of 165 lots of the product concerned (#367286) manufactured from july 2020 to the end of june 2021 were reviewed (the period of time was selected because it was reported to have happened about 12 months before). No abnormalities that could cause malfunction of the safety shields were found. Furthermore, the release inspection records of the 165 lots were reviewed. No records of abnormalities in the appearance, the breakaway force, sustaining force and security force of the safety shields were found. As it was reported that the customer didn¿t activate the safety shield properly, it was considered that there was nothing wrong with the product. Moreover, no abnormalities that could lead to malfunction of the safety shield were found from reviewing the manufacturing and inspection records as described above. As stated in the IFU, please hold the end of safety shield and tubing, and slide the safety shield straight to cover the winged needle without holding wings. H3 other text : see h.10.